Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was "broken and ripped" and the wall adapter was broken and would not work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate adapter and usb cable. Multiple follow-up attempts were made by tandem technical support; however, there was no response from the customer. No additional information was known or reported. There was no adverse impact to the customer's blood glucose level. Replacement adapter and usb cable were sent to customer.